Event description:
During a therapeutic colonoscopy, the physician was performing a sigmoid polypectomy when the yellow foot pedal of the esg-100 was inadvertently pressed. The physician reported that this action caused the generator to switch from coag to cut mode, resulting in an unintended cut and a perforation of the sigmoid colon at approximately 20 cm. The perforation was identified visually during the procedure. The size and depth of the injury were not recorded. Six hemostasis clips were placed to stabilize the perforation site, and the patient was transferred to a hospital for further treatment. The patient underwent a sigmoid colon resection with ostomy. No ICU admission was required, and no post-operative complications such as peritonitis or sepsis were reported. The patient was discharged home. An ostomy reversal procedure is scheduled for a later date. There is no alleged or confirmed device malfunction.